Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than two years ago, no attempts will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications while the ventilator was turned on. The root cause was determined to be the defective esm board. The device also has exceeded the designed lifetime of 8 years. In consequence (correction), the esm board was replaced. There was no patient or user harm reported.

Event description:
Device had 2x a problem: 16-09-'21 during leak test (as far as I know) device comes in a kind of watchdog. Device beeps continuously, screen is dark and buttons are illuminated. With the device on mains voltage and on /off button to be pressed for about 10 seconds, we succeeded in turning off the device. Device then starts up normally again without problems and the tests can also be done without problems. Run device on test lung for a while. 22-10-'21 during turning on, device beeps, screen dark and buttons lightened. Again by holding on /off button to get device off. After this, the device starts up normally again and tests can be done without any problems.